Manufacturer narrative:
Device analysis report attached. This report is submitted on december 29, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with 3 doses of IV and a week course of oral antibiotics (specific date not reported). The patient was hospitalized (duration and date not reported) for the administration of the IV antibiotics. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.